Manufacturer narrative:
.

Event description:
It was reported that during the implant procedure while puncture of the right femoral vein there was mild dissection of the iliac vein. The dissection was confirmed with the use of intravenous (IV) contrast. The patient reported no symptoms and another puncture was made in the left femoral vein and the device was implanted. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.